Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient was experiencing occasional discomfort and unwanted stimulation from the implantable neurostimulator. The patient was unable to increase the stimulation on occasion. There were no external factors noted which may have caused or contributed to these issues. The manufacturer representative is meeting with the patient on (B)(6) 2019 to interrogate the implantable neurostimulator. At that time, they are going to run checks and reprogram the patient. Additional information was received from the patient. The patient reported that he had his implantable neurostimulator removed 2-3 years ago because the implantable neurostimulator was pressing on a nerve in the patient's pelvic area. A competitor's implantable neurostimulator was attached to the leads via an adaptor.